Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic left radical nephrectomy procedure, the staples did not form correctly when transecting the renal vein. There was a five minute delay to procedure. The procedure was completed with same/like device. There was no adverse consequence to the patient.